Event description:
"Patient reported numbness in left leg, buttock and groin that started after operation. Cannot walk far as he used to before. Adverse event start date: 09-apr-2022. Was the adverse event serious? No. Related to procedure: undetermined. Related to device: undetermined. Anticipated/unanticipated event: blank. Adverse even outcome: blank". Patient outcome - "unknown.".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00116, device 2 is being reported under MDR-2247858-2024-00117 and device 3 is being reported under MDR-2247858-2024-00118. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient reported numbness in left leg, buttock and groin that started after operation. Cannot walk far as he used to before. Adverse event start date: 09-apr-2022 was the adverse event serious? No related to procedure: undetermined related to device: undetermined anticipated/unanticipated event: blank adverse even outcome: blank email received from (B)(6) on 04/24/2024: sae - complaint (B)(6) (subject 070-001) please see responses to questions highlighted in blue: 1. When performing the surgery, did the physician have an issue with the deployment of the device? No issues. 2. Why does the patient have numbness in left leg and groin? Was any artery covered celiac, sma, iia? Iia was covered on the left side. 3. How was the patient treated/ or recovered after this event? Ongoing." Patient outcome: "unkown"